Event description:
This patient was treated on (B)(6) 2018 with left trans carotid artery revascularization (tcar). At follow up in the office at 6 months, duplex imaging was performed and showed evidence of increased velocities from apparent dissection (per physician) was evident. Patient was surgically repaired with a cea patch on (B)(6) 2018 without incidence.